Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-05814. It was reported that a rotawire detachment occurred. A 2.00mm rotalink plus and a 330cm rotawire were selected for use. The rotational speed was tested outside the patient's body; however, when the speed reached 170,000rpm, it was noted that the rotawire was detached near the burr. The rotawire was removed from the patient and was replaced with another of the same rotawire; however, the new rotawire could not be inserted into the burr. The procedure was completed with another of the same device. There ere no patient complications reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned connected to the catheter. Visual examination observed no issues with the device. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted as well. The burr was microscopically examined and observed that the annulus was misshapen. The burr was noted to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip.¿ (B)(4).

Event description:
Same case as: 2134265-2015-05814. It was reported that a rotawire detachment occurred. A 2.00mm rotalink plus and a 330cm rotawire were selected for use. The rotational speed was tested outside the patient's body; however, when the speed reached 170,000rpm, it was noted that the rotawire was detached near the burr. The rotawire was removed from the patient and was replaced with another of the same rotawire; however, the new rotawire could not be inserted into the burr. The procedure was completed with another of the same device. There ere no patient complications reported and the patient's condition was good.